Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions. There was no adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting, no further info. Was able to be obtained.